Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user stopped insulin delivery for longer than 15 minutes and a resume pump alarm occurred. The user's blood glucose (bg) level was 383 mg/dl. The user addressed bg level with a bolus. The user successfully resumed insulin delivery.